Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 155 mg/dl at the time of the incident. The customer declined troubleshooting. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the idle current measurement test, run current measurement test, self test, off no power test and displacement test. Insulin pump was received with a normal operating current. Insulin pump was monitored for several hours and no blank display noted. (B)(4).